Event description:
It was reported that the patient became disconnected from the ilet insulin infusion set for several hours, resulting in no insulin delivery and subsequent hyperglycemia; the patient later installed a new infusion set and resumed pump therapy without alarms or professional medical intervention. Symptoms included elevated blood glucose with a reported peak of 450 mg/dl and moderate ketones, without loss of consciousness or other acute complications. Outcomes included temporary interruption of daily activities and need for troubleshooting and education with assistance from a school nurse. Investigation included user interview, device-use history review, and troubleshooting guidance. Investigation of this case revealed that the hyperglycemia was associated with loss of infusion due to disconnection, while the root cause remained undetermined. It was concluded that the event was related to therapy interruption with cause unclear and that continued use after reconnection restored insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.